Event description:
During the week of april 17-25, representatives of exactech, inc. And exactech spain conducted an in person site visit with ubarmin hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. On 28-nov-2023 updates to the excel listing were provided. This patient ((B)(6)) was implanted with a 02-012-35-4009 logic tibia ps mod insrt sz 4 9mm, serial number (B)(6) on (B)(6) 2014. The insert was manufactured on 6/4/2014 and was packaged in a vacuum bag with no evoh. The insert was manufactured on 6/4/2014 and was 0.52 years of shelf age at the time of implant. Patient was revised on (B)(6) 2023 approximately 8.14 years post implant. In (B)(6) 2019, polyasymmetry, knee discomfort and lysis of the femur (shield and condyles) were observed. In (B)(6) 2019, osteolysis, instability and mobilization of the femur were observed (CT and scintigraphy). No additional details are available at this time.

Manufacturer narrative:
H3: pending investigation. D10: (B)(6) 02-010-01-0240 - femur ps cem.nº4 izq. (B)(6) 02-012-45-4040 - bandeja tibial logic fit 4f/4t. H7: z-0021-2022.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of polyethylene wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the explanted devices were not returned for evaluation and radiographs, photographs, or operative notes were not provided. The following sections have corrected information: (h6) component code: 734, bearings.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code, problem code, investigation findings, and investigation conclusions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3, h6 type of investigation, investigation findings, and investigation conclusions. H3: the revision reported was likely the result of prosthesis wear which may be secondary to medial-lateral instability within the knee joint and femoral loosening as reported. However, the femoral loosening and source of instability cannot be definitively confirmed and potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall.